Manufacturer narrative:
On (B)(6) 2012, the mattress passed quality control checks and met specifications prior to pt placement. On (B)(6) 2012, the mattress passed quality control checks and met specifications after pt placement.

Event description:
The following was reported to kci by the nurse: on (B)(6) 2012, the mattress allegedly experienced deflation. It was claimed that while the nurses were re-positioning the pt the pt's percutaneous endoscopic gastrostomy (peg) tube became dislodged. On (B)(6) 2012, the peg tube was surgically re-inserted. The pt was reported to be in satisfactory condition.